Manufacturer narrative:
As reported, after the mynxgrip (5f) vascular closure device (vcd) went into the sheath with no problem and shuttled down, it would not come up. The balloon was deflated, device pulled and manual compression held for 30 minutes or less. There was no patient injury. The intended procedure was an arterial catheterization. The user was certified in use of the mynxgrip device. Patient information is unknown. The sheath information is unknown. The stopcock was opened on the sheath prior to shuttle down and excessive force was not applied. There were no kinks in the sheath or device after removal. A non-sterile mynxgrip vcd 5f involved in the reported event was returned for evaluation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The procedural sheath was on the catheter, covering the shuttle cartridge¿s distal end. It was reported that the procedural sheath stopcock was opened prior to shuttling down; however, the stopcock was observed closed as received. It is unknown if the device was manipulated post procedure. A kink found in the catheter shaft right at the distal end of the sealant sleeve which may have been caused by subsequent handling of the device for returning. The advancer tube was engaged to the proximal tamp lock and the sealant was covering the balloon proximal tip, swelling up and increasing profile. The condition of the returned sealant indicates that the sealant may have been exposed to moisture prematurely which caused the sealant to swell and fill the space between the sealant and the inner shuttle tube and/or the clearance between the inner shuttle tube and the outer catheter shaft, preventing the procedural sheath/shuttle cartridge from being retracted. Functional testing was performed by manually shuttling down and retracting the procedural sheath and the shuttle cartridge back to the black handle. No resistance was felt. The procedural sheath, catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedural sheath retraction, however, no anomalies were observed. A review of the manufacturing documentation associated with lot f1624202 presented no issues during the manufacturing process that can be related to the reported event. The event reported as the device deployment jam was confirmed at the bench level. Based on the information provided and the investigation performed, the reported event might have been caused by sealant exposure to moisture prematurely, swelling up and increasing the profile between the sealant and the inner shuttle tube and/or the clearance between the inner shuttle tube and the outer catheter shaft which may have prevented the procedural sheath from being retracted during the procedure. The mynx instructions for use (IFU), instructs the user to open the procedural sheath stopcock prior to shuttling down. Failure to open the procedural sheath stopcock during shuttling down step can result in a device jam. However, without being present when the incident occurred, the root cause of the reported event could not be conclusively determined. Neither the device history record (DHR) review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken.

Manufacturer narrative:
Please note that the patient's age, gender and weight are currently unknown.     (B)(4).   The device is reportedly available to be returned for analysis; however, it has not yet been received. A device history record (DHR) review could not be conducted as a lot number was not provided. Additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the mynxgrip (5f) vascular closure device (vcd) went into the sheath with no problem and shuttled down. However, it would not come up. The balloon was deflated, device pulled and manual compression held for an unknown duration. There was no patient injury.